Event description:
It was reported that the ipg was no longer functioning as intended. No malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.